Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. The atrial lead was explanted to resolve the event. During the procedure, the device was explanted and replaced due to a pocket infection. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-09364.